Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was "sticking out (of the patient's body) more than it was before." The device remains in use. No patient complications have been reported as a result of this event.